Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, did not experience recurring malfunction after reset, and was advised to continue using pump and to call back if alarm occurred again, which customer acknowledged and understood.